Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the home patient (hp) stated they saw air bubbles in the patient line during the initial drain. The hp was connected at the time of the event. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. The technical service representative explained the alarm and reviewed proper procedures with the hp. The registered nurse advised the hp that they could do a manual exchange for that night and the next day. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.